Manufacturer narrative:
Pump received with button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test due to no button response. Unit received with bleeding lcd glass due to cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 67 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.